Manufacturer narrative:
Correction section: b.3. Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully activated and continues to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2025, the recipient reportedly underwent repositioning surgery. The recipient was successfully activated and continues to use the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. The recipient's device was repositioned. The recipient was successfully activated.